Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient complained of headaches the day after her drg trial procedure. Reportedly, the patient went to the hospital and it was determined she had a cerebral spinal fluid leak. The physician removed both trial leads and did a blood patch. Follow up identified the patient was doing much better with only a minimal headache.